Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reports a pt with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under manufacturer number 1061857-2007-00395. It is unk if there is any pt impact/injury associated with this event. Additional information has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.